Event description:
Reporter indicated that unusual results were obtained when performing systems diagnostics testing for a vns pt. Normal mode diagnostics yielded normal results. Vns interrogation prior to and after all diagnostics were performed indicated the settings were as intended. The reporter did not feel any loss of therapy was occurring for the pt. Attempts for programming history are in progress.